Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and one curved opening on the patch. A leak test and microscopic analysis was performed which identified one opening striated on the patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the patch due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.